Event description:
A medwatch (B)(4) was received stating an 840 ventilator's screen was found to be "completely black and would not turn back on" during the midnight ventilator check. Staff reported that the ventilator continued to ventilate the patient although the screen was "black". All ventilator connections were found to be proper at the time the event occurred. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
The device was corrected on 23-sep-2014 with field action number z-1809-2014.(B)(4)